Manufacturer narrative:
The customer reports a reclaim assembled adaptor fractured into pieces while being used to drive an assembled reclaim implant into femur. Surgeon was unable to remove distal rim of adapter so it was left around the bold head. Doi: (B)(6) 2011. Examination of the returned item confirms the product fracture. The root cause has been attributed to design. (B)(4). A health hazard evaluation was performed and the risk level identified as low. Corrective actions detailing design improvements (B)(4). CAPA (B)(4) has also been established to further document root cause and corrective actions. Monitor the improved design, when released, through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reclaim assembled adaptor fractured into pieces while being used to drive an assembled reclaim implant into femur. Surgeon was unable to remove distal rim of adapter so it was left around the bold head.